Manufacturer narrative:
Risk manager called co on 4/21/97. She has been on vacation. She said mf-380, co's esu, has been cleared for second surgery as well as first, and that unit did not contribute to this event. Also, co neglected to date its initial report. It should have been dated 4/17/97. See b.4 of initial report. Thanks

Event description:
Surgery. The pt died.